Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 286 mg/dl. The customer is not using an (B)(4) aaa alkaline battery. The customer was advised to insert an (B)(4) aaa alkaline battery. The customer stated the display did not return to normal. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and displacement tests. No missing segments or partial display noted. No obvious signs of heat damage or burnt components on the electronics assembly noted during our visual inspection. However, the insulin pump had a melted lcd display window, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.